Event description:
A coronary stent with delivery system was successfully placed at the target lesion site in the pt's ostial vein graphs to the circumflex and right coronary arteries on 5/7/96. On 9/25/96 it was reported that the previously stented area restenosed. A 3.0 balloon catheter was successfully advanced to the area of restenosis and was dilated. The 3.0 balloon catheter was subsequently withdrawn. An attempt to advance an add'l 3.5 balloon catheter to the area of restenosis was unsuccessful. While attempting to advance the balloon catheter, the guidewire and balloon catheter were inadvertently placed under the stent causing the balloon catheter to become tethered during the inflation attempt. Upon withdrawal of the balloon catheter from the pt, the stent was also noted to be withdrawn. There were no sequelae reported relative to this event.